Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). The device was returned to the manufacturer for evaluation and repair. The alleged "overheating" could not be duplicated or confirmed due to the device being non-functional upon arrival...in lieu of this, analysis did find the motor bearings were corroded due to saline. The device was repaired and tested to specifications and has been returned to the customer. A review of the device maintenance history found the device was returned to service and repair in 2009 for unspecified reasons, where the service technician indicated "handpiece running rough"; no further maintenance history was noted for this device.

Event description:
It was reported that the handpiece was overheating while in use. There was no patient impact reported.